Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced insufficient wound healing and the device was removed. While the device was being removed, the surgeon noticed a dural tear, which was suspected to have occurred during the implant procedure and caused the wound healing issues. There have been no reports of further complications regarding this event.